Event description:
Consumer called to report his meter is not reading accurately. Had it compared to a lab reading. Analysis run on consensus error grid using lab reading (69) as a reference point vs. Bd readings (119) yielded some data points in the c range of the grid, outside acceptable limits.